Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the event is a venous thrombosis and occured on the left side of the body. Moderate severity and related to the device (catheter) and unlikely related to the procedure and unlikely related to the accessories (guidewire, stylet). The event is related to the pre-existing condition bronchial carcinoma. Action taken: hospitalization; device removed. The patient was admitted to the emergency room because of worsening of general condition, fever and dyspnoea. The lungs were free but the piccline was slightly encrusted with blood and discreetly reddened. The patient was treated with antibiotics and after that the piccline was removed. A blood culture of catheter tip was mild positive with coagulase negative staphylococci. Resulted in in-patient or prolonged hospitalization; resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.